Event description:
The manufacturer received information regarding a dreamstation auto CPAP device. The patient was passed away. The manufacture's investigation is ongoing. A follow up report will be submitted when the manufacture's investigation is complete.

Manufacturer narrative:
The manufacturer received information regarding a dreamstation auto CPAP device. The patient was passed away. The device was returned to the manufacturer's service center for further evaluation. During the evaluation of the device at the manufacturer service centre, the device was visually inspected and found no evidence of foam degradation. During the evaluation, the device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer service centre. There was zero error code found. The manufacturer service center concludes that they (could/couldn't) confirm the customer's allegation and there were no visible foam degradation and device dispositioned.